Event description:
The customer reported that the system failed to boot up. There is no repot of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.